Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf impact code f2301 captures the reportable event of pull out the stent using a rat tooth. Block h11: investigation results: based on the available information, boston scientific corporation confirmed the reported events of stent breakage, stent positioning issues, and difficulty in stent removal through media analysis. The information provided by the customer was sufficient to determine that the stent breakage, difficulty in removal, and positioning issue occurred during an attempted repositioning using a rat-tooth instrument. This aligns with the physician's observation that the stent appeared to be coming apart when traction was applied to the retrieval loops. The scenario is consistent with both the confirmed stent break and the positioning issue, as the stent had initially been placed deeper than intended and required repositioning. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: a wallfelx biliary stent was not returned for analysis. However, a media inspection of the photos provided by the complainant noted that there is evidence of a broken metal stent. No other damages were noted to the stent or the delivery system based on the available images. Risk review: a review of the wallflex biliary stents was completed and confirmed that the events of stent break, stent positioning issue, stent difficult to removed and additional device required were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the ampulla to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2026. During the procedure, a fully covered 6cm wallflex biliary stent deployed but it felt like the stent was placed too deeply. The physician attempted to pull it out with a rat tooth forceps, but noticed the stent began to unravel as he pulled on the retrieval loops. A stent-in-stent approach was completed by placing another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event.